Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were in the hospital at the time of call. The customer reported that they had high blood glucose of 400 mg/dl. The customer also reported that the insulin pump would not deliver insulin. The customer's blood glucose was 174 mg/dl at the time of incident. The customer stated that the insulin would not come out after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set and all registered properly in the bolus history. The pump was received with a cracked reservoir tube lip, a scratched reservoir tube window and minor scratches on the lcd window.